Manufacturer narrative:
Eval codes, results - (death).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. There was some calcium in the iliacs and aortic bifurcation. There was no tortuosity and the aortic bifurcation was not very tight. It was reported that after the bifurcated stent graft was deployed, the tapered tip got stuck in the iliac and could not be removed. The physician tried to advance the graft cover to recapture the tip, but the sheath could not advance past the iliac artery. They inserted a 10mm balloon along side the delivery system and inflated it but still could not release the tapered tip. The physician pulled on the delivery system and tore the iliac artery, then converted to open repair where a conventional graft was sewn in. The pt was sent to recovery two days post procedure; the pt had a mi and expired. Medtronic has received the delivery system and its eval was complete. Sections of the middle member and guidewire lumen were returned detached as a result of excision during the case. The graft cover, tuohy borst and quick disconnect were not returned. Due to the condition of the returned device, a thorough eval to determine a root cause was not possible.